Manufacturer narrative:
Other relevant device(s) are: product ID: 9734686, serial/lot #: (B)(4), UDI #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. The monitor was returned to the manufacturer for analysis. Analysis found that the monitor was returned with a broken cover still attached. All four corners of the bezel were cracked on the display with deep scratches on the display. When connected to a known good system the returned monitor did not display an image. Analysis found that the reported event was related to an electrical issue. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the surgeon monitor on this system was not receiving a signal but the staff monitor was. The medtronic representative (mr) opened the cart and bypassed the video splitter, was able to get an image on the staff again, but not the surgeon. The mr tested the video splitter ports, they were all pushed out video, leaving surgeon monitor chain left. The mr mentioned the external surgeon monitor cable appears to have damage on it. The medtronic representative swapped cables with a known working cable and there was still no video signal. There was no patient present when this issue was identified.